Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left superficial artery intervention procedure using a 6f sheath. Reportedly, resistance was felt during device insertion; therefore, the device was immediately removed. There was resistance on device removal and a break at the distal guide was noted. Forceps were used to retrieve the broken portion of the device out of the anatomy. Manual compression was applied to achieve hemostasis. There was no vessel damage noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Difficulty inserting the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.